Manufacturer narrative:
This report is submitted on august 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced swelling at the implant site on (B)(6) 2017 and was treated with oral antibiotics; however, the issue could not be resolved. Subsequently, the patient was hospitalised on (B)(6) 2017 and IV antibiotics was administered. Cultures returned positive for (B)(6) infection. Following discharge, the patient was treated with oral antibiotics (date and duration not reported). On (B)(6) 2017 the patient experienced a "bump" around the implant site and the patient was placed on a course of oral antibiotics for a period of 14 days. The implanted device remains.